Event description:
The user facility reported that during withdrawal after a peripheral interventional procedure, the guiding sheath "broke about 15 cm from the proximal hub and unraveled." Follow-up communication confirmed that the entire device was removed without further intervention, the procedure was completed successfully with no complications and the patient is fine.

Manufacturer narrative:
Conclusions - based upon user facility information & returned sample evaluation; based upon reserve sample evaluation. Failure investigation was based on assessment of user facility information, quality records, returned & retained samples. Visual examination of the return sample confirmed that the sheath tubing had been separated into several pieces. While the inner coil wire was exposed and stretched, it remained intact connecting the sheath tubing sections. Inspection and testing of the retained samples found no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, the event description and returned sample appearance are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. There is no indication that the reported separation was related to a pre-existing device defect. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating, "advance or withdraw the sheath slowly. If resistance is met, do no advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.